Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system did not start. The engineer found that the xper module in the inspection room and the operation room displayed windows and could not be used. The engineer restarted the system multiple times after which the windows screen was displayed, but the application software did not start. The philips field service engineer (fse) went onsite and confirmed the reported issue. The fse found that the boot failure occurred due to a backup hard disk failure. The fse replaced the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd20 system did not start. The system was rebooted, but was not successfully returned to functionality. The system was not in clinical use at the time of the event, however, the scheduled examination was cancelled. Philips has started an investigation of the complaint.